Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4)

Event description:
It was reported that a device interrogation showed an abnormal battery voltage measurement and a "real-time" measurement gave a different measurement indicating no abnormal battery voltage. An error of reading the battery data was suspected and it was noted the battery voltage would be checked at a later date. The device remains in use. No patient complications have been reported as a result of this event.